Event description:
Patient with pathological femur fracture (cancer) was implanted on an unknown date approximately two years ago (2010) with tfn construct. Recent x-ray exam determined the femur was re-fractured and the nail was broken. Patient was returned to the operating room on (B)(6) 2012 for revision surgery to remove the nail, ream the canal and re-implant with larger nail.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.